Event description:
Add'l info rec'd from MFR 1/28/02: the model number of the device listed in the voluntary medwatch report is 7271. It was reported to medtronic that use of the model 7271 was discontinued due to prolonged charge time and charge circuit timeout. Analysis of the ICD found a capacitor out of spec, confirming the reported prolonged charge time and charge circuit timeout. The device was out of spec in a manner that related to the reported event. Medtronic received info about the event described in the report on 10/18/01. The above info was included in medtronic's 1/10/02 bi-monthly submission. Current status of device: the device was explanted and returned to medtronic for evaluation. Total implant duration for the device was approx 30 months.

Event description:
Pt hopitalized for observation after hearing ICD beep for 1 week pta. Charge time noted to be greater than 30 sec. Company notified of ICD malfunction.